Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message stating "the cartridge could not be installed onto the pump". Customer was able to successfully reload the cartridge onto the pump. There were no alerts or alarms found in the pump history. Customer's blood glucose level was not impacted.